Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify reported malfunction. The service technician replaced power board and unit passed all testing. The power board was scrapped and not sent to carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator 1150 reset while connected to a patient. The ventilator alarmed inoperable (inop). No information was provided regarding patient intervention. The customer did stated there is no allegation of patient injury or harm associated with reported event.